Event description:
It was reported an angio-seal device was deployed following a cardiac catheterization procedure. While pulling back, resistance was encountered and the entire angio-seal device pulled out; the pt complained of pain during the attempted deployment. Manual pressure was applied for 15 minutes to achieve hemostasis and the pt was discharged without incident. Several days later, the pt complained of pain when ambulating. Angiography revealed thrombus and plaque compromising the right femoral, superficial femoral and femoral profunda arteries. Intervention was performed; the physician stated the previous arteriotomy site may have been at or near an area with peripheral vascular disease. The pt returned to the hosp for planned intervention of a left iliac stenosis.